Event description:
Ous MDR - after an implantation period of approximately 20 months in both atrial and ventricular oversensing was reported. This lead was probably exchanged, but not returned to biotronik. There is currently no further information about this incident. If we receive additional information, this file will be updated. There was no reported decline in health of the patient.

Manufacturer narrative:
The device is not available for analysis at present. A conclusion about the clinical observation is not possible at this time. The investigation will be continued as soon as we have new information available to us.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated multiple signs of abrasion. At approx. 5 cm distalto the is-1 connector pin the insulation was found rubbed through. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and a generator housing. The analysis did not reveal any sign of a material or manufacturing problem.